Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a damaged lens and contamination around dso seal. Device then underwent functional testing including sensor testing. As a result, the reported complaint was confirmed and the sensor was replaced. The cause of issue has been determined to be unknown; this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Additional information was received that the pump failed occlusion test while being tested. There was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed occlusion. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.